Event description:
It was reported that stent damage occurred. Vascular access was obtained via retrograde approach. The 50% stenosed target lesion was located in the mildly tortuous and mild to moderately calcified external iliac artery. A 7f sheath and 0.35 non-boston scientific (bsc) guidewire was advanced, and the diseased lesion was determined using a non-bsc ivus catheter through common and external iliac artery. An 8.0x60x75cm express ld iliac/biliary stent balloon expandable catheter was advanced for treatment. However, resistance was felt when the stent was advanced into common iliac with possible plaque. The stent was removed, and the lesion was dilated with a 6mm balloon catheter. The stent was reinserted again, but still would not advance. The physician placed a 7mmx80 non-bsc stent in the external iliac, and post-dilated with 6mm balloon. The physician reinserted this stent again, but still would not advance. This stent was removed and suspected that the proximal end was damage but could not confirm. A new 7x45 sheath was placed in the common iliac and tried again to reinsert this express ld stent into the sheath, but it was difficult to advance through the hub. The physician inspected again the stent and the damage at the proximal end was confirmed. The procedure was completed using an alternative device. No complications were reported, and the patient was doing well after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination found the stent positioned in the correct location on the balloon. The stent was noted to be damaged. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device. The reported allegation of damage stent was confirmed.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via retrograde approach. The 50% stenosed target lesion was located in the mildly tortuous and mild to moderately calcified external iliac artery. A 7f sheath and 0.35 non-boston scientific (bsc) guidewire was advanced, and the diseased lesion was determined using a non-bsc ivus catheter through common and external iliac artery. An 8.0x60x75cm express ld iliac/biliary stent balloon expandable catheter was advanced for treatment. However, resistance was felt when the stent was advanced into common iliac with possible plaque. The stent was removed, and the lesion was dilated with a 6mm balloon catheter. The stent was reinserted again, but still would not advance. The physician placed a 7mmx80 non-bsc stent in the external iliac, and post-dilated with 6mm balloon. The physician reinserted this stent again, but still would not advance. This stent was removed and suspected that the proximal end was damage but could not confirm. A new 7x45 sheath was placed in the common iliac and tried again to reinsert this express ld stent into the sheath, but it was difficult to advance through the hub. The physician inspected again the stent and the damage at the proximal end was confirmed. The procedure was completed using an alternative device. No complications were reported, and the patient was doing well after the procedure.